Event description:
It was reported the programmer was returned for calibration because the stylus is offset from the cursor on the display. It was further noted that the stylus will not calibrate with internal software. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the stylus pen does not track with the overlay screen. Analysis also found that both case handles were broken, and the programmer failed the radiofrequency transceiver test. (B)(4): analysis found that the cable was out of electrical specification and the rubber portion of the label was missing.